Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the device image could not determine a cause for the reset. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the backup could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory alert. The device was found to be in backup vvi mode. During device image download, connection was lost and led lights were flashing and connection was very intermittent. Another programmer was used with same result. Upon telemetry testing, all of the tests were successful but it was still not possible to download the device image. The programmer was rebooted several times and tests were repeated but, no contact could be established. The device was explanted and replaced. The patient was in good condition.